Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's medical doctor asked the rep about high impedances that were found when checking the right side ins. Patient is programmed 1+ 0- 3.5v 90us 200hz. The medical doctor ran impedances at 1.5v and they provided the following values: c2 16818 02 17584 12 17193 23 16116, the other values weren't provided but the medical doctor but they said they were within normal range. The medical doctor thinks the battery drained more than expected, a decrease of .14v over the last 4 months. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
H6: c63030 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that no further actions/interventions were taken. They will be seeing the patient again in 4 months. After speaking with tech services it was determined that the battery was depleting at a normal rate based on settings. The issue is not yet resolved. This information was confirmed with the physician.